Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected change battery alarm noted. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly to electronic board 1 during visual inspection. The low battery alarm functioning properly. However, replace battery alarm, power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, power loss and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board 1). After disconnecting and reconnecting the internal battery connector at electronic board 1. Pump was monitored and functioned properly. The insulin pump was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working. They had changed the batteries 3 times in 24 hours. The customer¿s blood glucose level was 125 mg/dl. The customer was calling back regarding a blank display after receiving a new battery cap. Troubleshooting was performed and the display returned. The customer stated the insulin pump had been dropped. The insulin pump passed the self-test. The alarm history was checked and they found a replace battery alarm and changed battery alert. It was noted that they did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.